Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3067 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that radiologist was inserting 4fr groshong m.I kit and during the procedure she found that there was kink in catheter stylet so it was difficult to advance the catheter in patients body, so she used another kit to place the line. No other information was provided.